Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that, upon assembly of the vasoview hemopro 2 while the patient was in the room, the c-ring would not fully retract into cannula; out of package. No patient harm done. No added incisions or time. Opened new kit to do the case.